Manufacturer narrative:
Product analysis: the complaint was confirmed. The low voltage differential signaling (lvds) board connection was found to be loose. The lvds board and bracket were replaced. Hard drive health was found to be sub-optimal. The hard drive was replaced and re-imaged. The keyboard was found to have a broken hinge, and missing screws. The keyboard was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an analyzer session, no values were displayed on the programmer, and the display became unreadable. A different programmer and analyzer were used to complete the case. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.